Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified: blackout, the surface of the light guide bundle was broken, and light guide bundle was slightly worn and interrupted and weakened at the insertion point. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image (customer allegation): this event is caused by a component failure of the universal cord. The surface of the light guide bundle was broken: this event is caused by a component failure of the universal cord. The light guide bundle was slightly worn and interrupted and weakened at the insertion point: this event is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no longer produces an image. The event has occurred during service / maintenance (not in a clinical setting). There was no patient involvement.